Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 480 mg/dl. The customer reported getting hospitalized on three separate occasions. The customer was treated with insulin intravenously and fluids as well due to dehydration and diabetes ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. No additional information was provided.